Event description:
It was reported that the scissors from pediatric laparoscopic set a broke while being used during a procedure and that a medical intervention was required. The user facility was contacted and the hospital added that the scissors were dull and not cutting tissue. The instrument will not be returned for investigation but available for on-site inspection. No further information is available.